Event description:
Woke up to unusual smell with resmed airsense 10. Smelled like burnt lacquer. This is the 3rd or 4th time. Thought maybe caused by humidifier res was empty. I have developed breathing issues and concerned it could of come from my CPAP machine. FDA safety report ID # (B)(4).